Event description:
The tissue was torn out and there was a hole on the posterior wall of the rectum (anastomosis). Surgeon tried to do a second anastomosis with a new ppceea, but it was not possible to do it in both cases. Procedure: low anterior resection / rectal cancer.